Event description:
It was reported that patient underwent revision surgery of his ambicor penile prosthesis (app) due to aneurysm. No information about the patient outcome is available at the moment. Additional information was received. Patient was not able to receive a full erection. Symptoms started 2 months ago.